Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced not serious, mild, abnormal pain at catheter site, greater than two weeks following revision. The patient was administered a flector patch on (B)(6) 2015. The patient resolved without sequelae on (B)(6) 2015. The type of medication being delivered via the device system was clonidine, bupivacaine and fentanyl.